Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to charge the pump with the usb cable. Reportedly, the usb cable is torn with wires exposed. There was no reported impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.